Event description:
It was reported that all impedance measurements involving electrode #3 were greater than 4,000 ohms. A new x-ray was obtained to try and determine the problem. The results are unknown. Further information is being requested at this time.